Manufacturer narrative:
The customer reported that there was system wide intermittent loss occurring at the facility, this was only affecting the multiple patient receiver (org) telemetry system. They reported that the signal on the central nursing station (cns) of the telemetry packs have waveforms that were shaped like a sawtooth with the error code signal loss appearing intermittently. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there was system wide intermittent loss occurring at the facility, this was only affecting the multiple patient receiver (org) telemetry system. They reported that the signal on the central nursing station (cns) of the telemetry packs have waveforms that were shaped like a sawtooth with the error code signal loss appearing intermittently. There was no harm reported.